Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown cause. A new rv lead with a different model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown cause. A new rv lead with a different model was placed. No additional adverse patient effects were reported. Additional information indicates that the lead was surgically abandoned due to failure of the right ventricular (rv) lead. The hospital kept the lead and will not be returned. No additional adverse patient effects were reported.